Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 256 mg/dl. Troubleshooting was initiated for the blank display. The device was not bumped, dropped, or exposed to moisture. The customer mentioned that the device will turn on and off with the shift of the battery cap. No products were returned and a replacement battery cap was sent to the customer.